Manufacturer narrative:
(B) (4): physio-control has received the device and is in the process of evaluating it. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the customer connected the device to a down, female, pt, and it gave the "connect electrodes" message and failed to recognize the connection. CPR was in progress and the pt, a retired teacher, was down for approx two minutes prior to the first responder's attempt to use the device. The device was reported to prompt "connect electrodes" repeatedly prior to emergency medical team (emt) arrival on the scene 30 seconds later. Emt's attempted to use the lifepak device but they kept receiving the same message. The pt was immediately switched to a second defibrillator (zoll-model unk) with a second set of electrodes thereafter and received one defibrillation shock. The pt was then transferred to the hospital where she was pronounced deceased several hours later. The reporter informed that the device has been checked periodically and was displaying the "ok" symbol following the event. A clinical review of the reported event by physio-control determined that there was not sufficient info available to determined the impact of the device used to treat the pt.